Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for suspected lead migration, which was confirmed via x-ray imaging. In addition, a disconnected electrode was observed during permanent implantation procedure. The physician reported difficulty during insertion of the lead into evoke closed loop stimulator (cls) header, which was identified as a potential contributing factor. A revision procedure was performed and the lead and anchor were replaced.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.